Event description:
The customer reported there was leakage due to a pinhole in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling. This report is being submitted for the malfunction found by service during the device evaluation (coating peeling).

Manufacturer narrative:
During inspection and testing, service confirmed the device was leaking due to a perforation of the insertion tube. In addition, the objective lens adhesive was peeling. The adhesive around the object lens and light guide lens was peeling, and an air leak was observed around the light guide cover glass. The control body, light source connecting port, and adjustment ring, demonstrated deterioration caused by the cleaning, disinfection, and sterilization processes. The eyepiece was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.